Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-01389 / 01390).

Event description:
It was reported that a patient underwent a left total hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2016 due to instability and poly wear. Competitor product was implanted.